Event description:
I, (B)(6), received a nalu shoulder pain stimulator after being informed by a representative of nalu that the device was MRI compatible. This representation was a critical factor in my decision proceed with implantation. The device was implanted by dr. (B)(6) at (B)(6) on (B)(6) 2024. After implantation, I was informed the device was not MRI compatible when I required an MRI and pet scan. Because of this, I sought removal of the device on (B)(6) 2024. During the removal attempt, the device was no longer where it had originally been placed, and dr. (B)(6) was only able to get a piece of the nalu medical device. Dr. (B)(6), informed my husband and me that the situation was complicated and required deeper anesthesia and referral me to another surgeon. A referral was sent to (B)(6) hospital, which declined to perform the procedure due to the complexity and risks involved. I was informed that evaluation by a thoracic surgeon was necessary. Subsequent surgical intervention successfully removed most of the device; however, a fragment of metal remains embedded deeply in muscle tissue. Dr. (B)(6), believe that he gotten enough out so that I could have the MRI and pet scan. A third surgery was scheduled this pasted (B)(6) 2025, but later canceled due to the high risk, extended surgical time (3-4 hours), and no guarantee of successful retrieval. The retained fragment remains visible on x-ray and continues to cause pain and tissue damage. Since the implantation and failed removal procedures, I experience significantly greater pain than before receiving the device. My physical, emotional, and mental health have been severely impacted. I later learned that the nalu representative involved in my care had not reported my adverse outcome to nalu. I began communicating directly with nalu (B)(4) in (B)(6) 2025 to seek resolution. I was offered $15,000 in compensation, which I declined because it does not reflect the severity of my injuries, ongoing pain, medical risk, and loss of quality of life. Had I been accurately informed that the device was not MRI compatible, I would never have consented to implantation. My purpose in submitting this statement is to document the harm I have suffered and to prevent other patients from experiencing this kind of outcomes. (B)(6) hospital has put in another referral for me to see a surgeon to make sure this metal will not continue to travel and cause more damages.